Event description:
Based on a review of medical records received from patient's attorney: on (B)(6) 2008 - patient treated for multiple incisional hernias with intraabdominal adhesions using composix kugel hernia patch. On (B)(6) 2009 - open repair of ventral hernia with alloderm mesh. Explant of previous mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, the patient had multiple ventral hernias repaired with a composix kugel mesh on (B)(6) 2008. The patient was noted to have significant adhesions to the abdominal wall, colon and small bowel. On (B)(6) 2009, a CT scan revealed a small bowel obstruction secondary to an incisional ventral hernia. A loop of small bowel was noted to have adhered to the underside of the mesh, which was explanted. An alloderm mesh was used to complete the repair. Currently, it is unknown whether the mesh may have contributed to the alleged event. The patient was reportedly treated for a hernia recurrence, which is listed as a possible adverse reaction in the product's instructions for use. There is no mention in the operative report or the pathology report that a device failure occurred. However, with the information available, no conclusion can be drawn.